Event description:
It was reported that the tip of the screwdriver shaft t25 long for matrix broke off. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. The exact reason for this damage could not be determined. However, it is possible that excessive torsional forces during the inserting and removing of the screws resulted in the breaking off of the tip. No product fault was found. The production documents were reviewed and no deviations from the specifications were found. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.